Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151363.

Event description:
It was reported via voluntary medwatch that the right ventricular lead was explanted due to unspecified performance issue. Further information was not provided.